Event description:
A customer reported multiple occlusion alarms occurring daily during insulin bolus administration. Despite these alarms, there was no adverse impact on the customer's blood glucose level. The customer attempted to resolve the issue by resuming insulin delivery and using smaller boluses. Troubleshooting efforts included trying different infusion sets and site rotations, but the issue persisted. As a result, technical support recommended replacing the pump, and the customer was informed about the process and how to return the old pump. The replacement was approved and arranged to be shipped without requiring a delivery signature.